Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Waiting for device to return for evaluation. Prepaid shipping label sent to the end user to return the pump back. Followup MDR will be submitted in case of pump being returned and when we have additional information available. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6)2024 intuvie received a complaint that pump tipped over and since then it runs fast. End user requested for loaner pump and was sent accordingly. Waiting for device to arrive for further investigation.